Manufacturer narrative:
Initial.

Event description:
It was reported that the user was locked in limited access mode, disconnected from the ilet, did not revert to backup therapy as instructed, and experienced hyperglycemia with a highest reported continuous glucose monitor (cgm) value of 400 mg/dl while intermittently using insulin pens before reconnecting and completing a full supply change, after which insulin delivery resumed. Symptoms included hyperglycemia and sleepiness. Outcomes included an unexpected medical intervention in the form of medication administration and the event being considered a serious illness. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.